Event description:
Health professional later reported right side removal of fibroadenoma.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: rupture: unable oberved opening on the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional, corrected and/or changed data: a.2, a.4, a.6, b.5, d.1, d.2, d.4, d.6a, d.6b, g.4, h.4, h.6.

Event description:
Healthcare professional reported rupture, later also reported capsular contracture baker grade IV. This is for the right side. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: rupture: observed two openings on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Capsular contracture: unable to observe since it is not related to the device. Lump/nodule-ndr: unable to observe since it is not related to the device. Additional observations: yellow particles observed on the device.

Event description:
Healthcare professional reported "new case of rupture of prosthesis". Healthcare professional reported rupture, later also reported capsular contracture baker grade IV. Health professional later reported right side removal of fibroadenoma. This is for the right side. Device has been explanted and replaced with non allergan device.

Event description:
Healthcare professional reported rupture, later also reported capsular contracture baker grade IV. This is for the right side. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Correction to awareness date for initial medwatch the correct aware date is08-feb-2023.

Event description:
Healthcare professional reported "new case of rupture of prosthesis". Side is unknown. Device location is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "new case of ruptured prostheses".